Manufacturer narrative:
Device evaluation: 2x echo-25 devices of lot number c1696008 involved in this complaint were not returned for evaluation. With the information provided, a document based investigation was conducted. It was indicated that complaint device was to be returned but has not been returned to date. Several attempts were made to obtain additional information regarding this device. However, no response has been received to date. If it is returned in the future then the file will be updated accordingly. Document review including IFU review: prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-25 of lot number c1696008 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1696008. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Root cause review: a definitive root cause could not be determined from the limited information available. A possible root cause could be attributed to hard lesion causing the needle to bent, it may be noted that this is the most common failure mode and possible root cause for these rpn's. However, as the device was not returned for evaluation the cause of this complaint could not be conclusively determined. Summary: complaint is confirmed based on the customer¿s testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a complete report. The investigation was completed on 21 july 2020 and the results conclusions are outlined in section h of this report. As initially reported to customer relations via customers email forwarded by district manager: two needles were bent. And the third used had no issues at all was also from same lot.

Manufacturer narrative:
Device evaluation: 1x echo-25 device of lot number: c1696008 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the devices related to this occurrence underwent a laboratory evaluation on the 12th august 2020. In summary the following results were observed in the lab evaluation: stylet was not returned. Slight proximal bend, while needle with sheath adjuster at mark 3. Needle advances and retracts without issue. Sheath adjuster functions fine. No obvious kinks / bends bar slight bend below sheath adjuster when at mark 3. Following the lab evaluation further additional information was requested to aid with the investigation, to determine when were the bends noticed? From additional information provided, "it has been documented in the file that no further information will be forthcoming / provided. Per my last conversation with the district manager she had received a call from the customer who stated how irritated they were becoming at because of so many follow up questions for information. What is in the file is all we are going to receive for information." Document review including IFU review: prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-25 of lot number: c1696008 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1696008. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device potentially being used in a flexed or twisted position during the procedure. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a follow up report. The complaint device was received and evaluated on 12th aug 2020. The updated investigation was completed on 27 aug 2020 and the results conclusions are outlined in section h of this report. As initially reported to customer relations via customers email forwarded by district manager: two needles were bent. And the third used had no issues at all was also from same lot. Patient outcome: 1. Did any unintended section of the device remain inside the patient¿s body? Na if yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization? Na. 3. Did the patient require any additional procedures due to this occurrence? Na if yes, please describe. 4. Did the product cause or contribute to the need for additional procedures? Na if yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? Na. 6. Has the complainant reported that the product caused or contributed to the adverse effects? Na. Please specify adverse effects and provide details.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations via customers email forwarded by district manager: two needles were bent. And the third used had no issues at all was also from same lot.